Manufacturer narrative:
A ge service representative performed an on site investigation. The nodes were flashed and the database was restored. The system was tested and operates as intended.

Event description:
The customer reported the 8800 system was not saving images in the hard drive. No patient injury was reported.